Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit would not switch to mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information received from the customer reveal there was no failure of the unit. The reported event was due to a user error.